Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate under infused. It was stated that only 5% of the device had infused. It was further reported that the line was flushing well. The device was filled with vancomycin 125mg in 125ml 0.9% sodium chloride (nacl).there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a4: weight: 88kg (previously ni). Correction made to b5: the device was filled with vancomycin 1250 mg in 125ml 0.9% sodium chloride (nacl). (Previously submitted as vancomycin 125 mg). Correction made to d1: brand name: intermate (previously submitted as intermte). Additional information was added to h3, h4 and h6. H4: device manufactured between september 16, 2019 to september 17, 2019. H10: the device was received for evaluation containing approximately 62 ml of residual fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.